Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was duplicated during evalution. The root cause was traced to a lifted pad on a transformer on the analog board. The analog board was replaced to resolve the complaint. The device recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.